Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch mini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015, at 9:30pm¿. On an unspecified date and time prior to that alleged inaccuracy the patient reported that she developed the symptoms of ¿confused, faint, and unconscious¿. Emergency medical service (ems) was called and the patient then reported she obtained an inaccurate high blood glucose result of ¿295mg/dl¿ on the subject meter compared to ¿43mg/dl¿ on the ems meter. The results were obtained less than 30 minutes apart. The patient manages her diabetes with a combination of medications including lantus and humalog insulin and denied making any changes to her usual diabetes management routine as a result of the alleged product issue. On ¿(B)(6) 2015,¿ the patient detailed that she was treated by a health care professional (hcp) with food and/or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps and approved sample site was used. Cca also noted that the test strip vial was intact and patient did not have control solution to carry out a test. Replacement products were sent to the patient. Although, the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.